Event description:
It was reported the patient (B)(6) experienced discomfort at the ipg site after having lost weight. The patient stated the programmer wand would also cause an unpleasant sensation when applied over the ipg. Due to the discomfort, the patient discontinued using the system approximately four months ago. Subsequently, surgical intervention was undertaken to reposition the ipg. The device details of the ipg are unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.